Event description:
It was reported that an unexpected reset occurred. There was no reported adverse impact to customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Event description:
The customer reported that their pump displayed a reset screen unexpectedly and required being plugged into a power source to turn back on. There was no adverse impact to the customer's blood glucose level. Customer technical support (cts) conducted troubleshooting for the shutdown issue, educating the customer on procedures necessary when the pump resets, such as resetting insulin on board and max hourly bolus, manually restarting cgm sessions, and reloading the cartridge. The customer understood these instructions, and cts planned to investigate the logs and follow up.